Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, it was reported that the patient experienced mild discomfort and difficulty tolerating the hta procedure. The procedure was completed with no alarm or error messages generated on the system. Post procedure, the patient was admitted to the hospital due to abdominal cramping. Additional follow up event information from the physician reported that the patient had two previous cesarean birth deliveries and a tubal ligation procedure prior to the hta procedure. The patient also had a stenotic cervix and a sub-mucosal fibroid tumor. The procedure was completed successfully with the hta device and no cervical leak or thermal injury to the patient was reported. It was confirmed that no alarm or error messages were generated on the system. During the procedure, the patient experienced discomfort and pain. Post-procedure, the patient's pain level continued into the recovery time. The physician admitted the patient to the hospital on (B)(6), 2011 for observation due to the patient's level of pain. While hospitalized, IV dilaudid was administered to the patient. The patient was released from the hospital on (B)(6), 2011. There were no further complications reported with this event. The condition of the patient is reported to be "fine."